Manufacturer narrative:
Product complaint #: (B)(4). Batch #: n56g3k. Device evaluation summary: the analysis results found that the tcr75 reload was received with the swing tab missing and with the proximal 5 drivers up without staples and the remaining drivers down with staples present. No functional test was performed. This condition is consistent with an improper loading technique, as it is possible that the firing knob was not returned to its home position while loading the reload. Although no conclusion could be reach as to what may have caused the missing swing tab, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify this statement "the patient is stable and in the hospital now". Is the patient in the hospital as would be typically done for this procedure? Or has the hospital stay been extended due to the event that occurred during the procedure? Unknown.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify this statement "the patient is stable and in the hospital now." Is the patient in the hospital as would be typically done for this procedure? Or has the hospital stay been extended due to the event that occurred during the procedure?

Event description:
It was reported that staples malformed. During the endoscopic radical gastrectomy, when severing the duodenum, after fired, noted 3~5 staples malformed, the patient was bleeding, used suture to sew the anastomotic stoma and stop bleeding. The patient is stable and in the hospital now.